Event description:
It was reported that the doctor used an instrument outside of intended use, striking it with a mallet, and the instrument.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.